Manufacturer narrative:
Concomitant medical products: 429888 lead implanted: (B)(6) 2023, 5076-45 lead implanted: (B)(6) 2020, 5076-52 lead implanted: (B)(6) 2020 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their cardiac resynchronization therapy pacemaker (crt-p) battery longevity "lost four years overnight". The patient also noted that they woke up out of a deep sleep as the device was, "acting like it was beating me with a bat" and "it shorted out". The patient "believes there is a malfunction". The crt-p remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected b1, b2, b5, h1, h6 and additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their cardiac resynchronization therapy pacemaker (crt-p) battery longevity "lost four years overnight". The patient also noted that they woke up out of a deep sleep as the device was, "acting like it was beating me with a bat" and that the crt-p "shocked me a couple of times". The patient also stated "it shorted out" and "believes there is a malfunction". They further stated "I'll die" and "its literally for me a life and death situation". The crt-p remains in use. No further patient complications have been reported as a result of this event.